Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The sleeve device was evaluated and the reported condition that the device was generating heat and a black liquid was coming out was confirmed. It was noted that the bearings of the device were damaged. The assignable root cause was determined to be due to wear from normal use. Additionally, the device history review was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from japan that the curved bearing sleeve device was generating heat and a black liquid was coming out. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: the device lot number (k143115534) was inadvertently entered in the serial number field in the initial medwatch report. Please note that the lot number and unique identifier (UDI) has been updated accordingly. Correction: the date device returned to manufacturer was documented as october 18, 2018 in the initial report. This has been corrected to october 12, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).